Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential leads are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7816231.

Event description:
It was reported the patient lost effective coverage due to the right l2 drg lead had migrated. Surgical intervention was undertaken during which the lead were explanted and replaced to address the issue.